Event description:
Pump was received by facility's biomedical engineer with a vague note attached stating "does not work, shows does but does not deliver". The note did not identify when or where the situation occurred. The biomed reported that he no knowledge of any pt incident involving this device. Despite baxter's attempts the facility was unable to provide details regarding the medication involved, pt demographics, pt outcome, and any other possible contacts.